Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
Additional information: according to the information received from the field a complete insertion of the active electrode was not achieved at implantation surgery with four channels remaining extra-cochlear. Reportedly the hearing performance is affected and re-implantation with a shorter electrode is considered.

Event description:
The hearing performance of the device is affected.